Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximately 27 days after the first surgery. The surgeon explanted 1 eccentric glenosphere, 2 locking screw, 2 standard screw, 2 cortical screw ans 1 humeral cup stability ø40+9. The surgeon implanted 1 helemet head and 1 offset taper adapter.